Manufacturer narrative:
This report is submitted on april 4, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced poor performance with device use and subsequently the device was electively explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 14, 2019.